Event description:
It was reported that the customer experienced high blood glucose and she was hospitalized. A follow up was conducted and found that the customer was in the emergency room with high blood glucose over 400mg/dl. The customer's blood glucose was treated with an insulin drip, and she stayed in the hospital for two days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.